Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would run in the locked position, had unintended activation/motion, and a sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device would run in the locked position, the housing was worn, moving parts of the trigger did not move smoothly, had component damage, a sticky trigger, would not run, unintended activation/motion, and was making an unexpected noise. It was further determined that the device failed pretest for general condition, check trigger locking (safety system), check for sticky trigger, check the function of the device, check for unintended motion, check for noticeable noise, and check oscillating frequency. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.